Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysteroscopy, the device¿s blade stopped cutting even when they stepped on the pedal while being used in resection of myoma. There was no patient injury.